Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that they were having issues with air bubbles while filling the pump. Through troubleshooting, the customer was able to get a reservoir filled with no air in it.